Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The video controller circuit board was reseated as a proactive measure. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the left monitor had a split image. There was no adverse pt involvement reported. There was no pt information reported.